Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: multiple no cartridge detected 163 warnings were observed in the black box. The force calibration passed testing. The pump was opened; there was no evidence of physical damage found on the force sensor pins. The reported load step malfunction was not duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked from the case seal traveling to the bumper.